Event description:
Dr reported that he was conducting a surgery procedure. During this, he noted a fracture of the spacer. Another device was used to complete the surgery.

Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.